Event description:
Account reported that they have a patient with anti-kell that reacted with the untreated panel from 0.8% resolve panel c lot #vrc186 but failed to react with the ficin treated panel. Account was testing the ficin panel in a buffered gel card. Having discussed with a neighboring reference lab, the account decided to try running the panel in an igg card. The ficin panel then clearly showed anti-kell. Daily qc was performed and found to be acceptable. All reagents had a normal appearance prior to use. No erroneous results were released. Only kell negative units were selected for transfusion. Patient has been discharged. Account is going to validate the use of igg cards with the ficin panel. Account satisfied; no further action requested.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).